Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused ot contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of more than 600mg/dl. The customer stated that the doctor told her to have a replacement of the insulin pump. Troubleshooting was performed. The customer stated that she did not get any alarms prior to being hospitalized. No further information was provided.